Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the returned device was in two pieces. An inventory of the device indicated that not all parts of the device were returned: balloon chamber material, marker bands and distal tip were not accounted for. Approximately 53.2cm of balloon inner lumen were returned and exhibited stretching; balloon chamber dimension 5mm x 120mm. Approximately 139cm of catheter working length were returned. Approximately 2mm of proximal balloon bond material exhibiting radial tearing were returned.

Event description:
The powercross balloon burst while inside the patient after the physician had completed laser atherectomy. The balloon was brought to 15 atm for 240 seconds, then 18atm for 120 seconds. The balloon catheter was removed, but the balloon was not on the catheter. The physician attempted to snare the balloon material. The patient had to be transported to surgery to have the balloon removed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.